Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? No device issues reported. Was a leak test performed? If so, what type and what was the result? Yes leak test was performed. Was the staple line visualized endoscopically during the initial surgical procedure? Yes staple line was visualized endoscopically. How long postoperative did the leak occur? Unknown how was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. How was the leak addressed? Unknown. What is the current patient status? Stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative after a gastric bypass the patient presented with symptoms while still in the hospital and was brought back to the or. The patient had an anastomotic leak. The anastomosis was redone. There is no additional information.